Event description:
A pt was undergoing crrt on a prisma machine. During treatment with two consecutive filter sets, the nurse observed the effluent fluid was amber in color and the prisma did not generate a "blood leak detected alarm. The blood in the extracorporeal circuit was not retuned either time resulting in a 214 ml blood loss to the pt. The pt was transfused with 3 units of blood following a drop in hgb from 9gm/dl to 6.1 gm/dl. In both cases, the nurse tested the effluent fluid for the presence of blood with a dip stick both times the fluid tested positive. Later, samples of the fluid from both sets were sent to the lab and tested using a urinalysis test; both samples were negative for the presence of blood. A gambro intensive care therapy specialist instructed the nurses on the recommended tests for verification of the presence of blood.

Manufacturer narrative:
The hospital's lab confirmed there was no presence of blood in the effluent fluid samples. The pt's disease process (septicemia) could account for the discoloration of the effluent fluid. A gambro technical service representative inspected the prisma machine. The data files were not available from the machine. The technician verified the blood leak detector on the machine was functioning and the machine was operating per MFR's specification. There is no evidence that suggests a gambro product caused or contributed to this incident. Gambro does not regard the submittal of this report as an admission of causation or liability.